Manufacturer narrative:
Reported event of outer sheath broken. A visual examination of the returned device found that the stent was fully mounted onto the device. It was noted that the proximal end of the guidewire access sleeve was detached from the outer sheath. The inner lumen was kinked at the outer sheath break. A kink was noted at the distal end of the blue section of outer sheath and also at the distal end of the clear outer sheath. The distal end of the outer sheath was retracted by hand and the stent was able to be deployed. The inner member jacket was kinked 10mm from its distal end. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context a review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. During the procedure, when the physician advanced the stent into the desired location, there was a break in the device and the stent was not able to be deployed. The procedure was completed with another wallflex biliary stent. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. This event has been deemed an MDR-reportable event based on investigation results which revealed that the sheath was partially detached.